Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 425cc smooth mentor memorygel breast implant experienced right-sided implant rupture postoperatively. The rupture was discovered when the patient underwent explantation and replacement with 500cc smooth mentor memorygel breast implant, catalog # 3505004bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021.

Manufacturer narrative:
On 14-jun-2021, mentor became aware of data omission error in the initial report. Manufacturer¿s reference number: (B)(4). A3. Gender: female. G4. PMA/ 510(k): p030053.